Manufacturer narrative:
It was reported that a revision surgery involving an r3 cocr liner and bhmh hip system was performed at the patient's request due to concerns with metal on metal bearing despite lack of symptoms. During the revision, it was reported to smith & nephew that there was no obvious signs of infection or metal reaction. The r3 cocr metal liner, modular head and trunnion were removed. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery was performed. Patient became concerned with metal on metal bearing despite lack of symptoms and requested revision surgery.